Event description:
Pcl reconstruction in left knee. Grafted achilles' tendon at surgery ctr. Pt's knee became severely infected with a strain of pseudomonas bacteria that went undetected for five weeks after the surgery. While swelling and pain were clearly evident, there was no redness of skin and the other symptoms were somewhat common for post-op conditions. As a result of the infection, pt had immediate surgery to clean out the infection and to try save the graft. Two weeks later it was determined that infection was causing graft to fail and third surgery was performed to remove the graft. Following that hospitalization pt had to stay on a strict regimen of cipro antibiotic for weeks, until all sign of pseudomonas was gone from blood. Pt just read news release regarding cryolife corp's contaminated soft tissues. If cryolife supplied the cartilage for pt's operation, pt questions if it is possible that their unsafe practices pre-date the news release date. Dr was baffled as to how pt was able to become infected. While he was baffled, pt was in extreme pain and was unable to work for three mos because of the protracted recovery from three operations and the infection, when their work stoppage should only have been four to six weeks for post operative recovery.